Manufacturer narrative:
Investigation summary: one open and activated 30g x 5mm safety pen needle sample and eighty four sealed samples along with seven photos were returned from lot. No. 8138981, cat. No. 329705. Visual examination was carried out on the returned opened sample and a broken non patient end of cannula was observed. No issues were observed with the patient end of the cannula. Visual examination was also carried out on the eighty four sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle wouldn't inject medication into the patient, and upon occurring a second consecutive time, the health care worker confirmed that the non-patient end needle was broken. The following information was provided by the initial reporter, translated from japanese to english: "hcp couldn't inject to the patient. The issue occurred 2 consecurive times. On the 2nd time, hcp confirmed the needle npe was broken."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle wouldn't inject medication into the patient, and upon occurring a second consecutive time, the health care worker confirmed that the non-patient end needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp couldn't inject to the patient. The issue occurred 2 consecutive times. On the 2nd time, hcp confirmed the needle pen was broken."